Event description:
On (B)(6) 2024, a 57-year-old male patient was implanted with MRI powerport isp. Sometime post a port placement, patient allegedly experienced pain and edema of the right upper limb. Venous thrombosis of the humeral, axillary and subclavian veins ipsilateral to the location of the device was identified. The patient was hospitalized and started full anticoagulation; the patient showed favorable evolution with the disappearance of initial symptoms within two days of treatment. He was discharged from the hospital on (B)(6) 2024, and has been on oral anticoagulation. Additionally, he has resumed chemotherapy to date without further complications.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a 57-year-old male patient was implanted with MRI powerport isp. Six months and twenty six days post a port placement, patient allegedly experienced pain and edema of the right upper limb. Venous thrombosis of the humeral, axillary and subclavian veins ipsilateral to the location of the device was identified. The patient was hospitalized and started full anticoagulation; the patient showed favorable evolution with the disappearance of initial symptoms within two days of treatment. He was discharged from the hospital on (B)(6) 2024, and has been on oral anticoagulation. Additionally, he has resumed chemotherapy to date without further complications.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photo were provided for review. Therefore, the investigation is inconclusive for the reported pain, swelling and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, h6 (component). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2025-02936 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3006260740-2025-00952. G3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a 57-year-old male patient was implanted with MRI powerport isp. Six months and twenty-six days post a port placement, patient allegedly experienced pain and edema of the right upper limb. Venous thrombosis of the humeral, axillary and subclavian veins ipsilateral to the location of the device was identified. The patient was hospitalized and started full anticoagulation; the patient showed favorable evolution with the disappearance of initial symptoms within two days of treatment. He was discharged from the hospital on (B)(6) 2024 and has been on oral anticoagulation. Additionally, he has resumed chemotherapy to date without further complications.